Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of hypotony after a micro-glaucoma stent implant. The intraocular pressure (iop) is 2-4 with no response to medication. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony (bilateral); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The use of durezol implies that this patient experienced some degree of concomitant anterior chamber inflammation, and ac inflammation is known to be associated with intraocular pressure (iop)-lowering. Hypotony in this patient may be related to the anterior chamber inflammation or the presence of the device or some combination of these factors. Hypotony may also be related to the patient's bcva of 20/70. Possible root cause is that hypotony and bcva loss are established risks associated with device implantation, which are identified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).